Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer was advised that in order to troubleshoot the insulin pump we may request that they change set and or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to disconnect from the insulin pump. The patient was advised after the troubleshooting was performd that the insulin pump is working as designed. The customer was able to successfully prime tubing to continue with set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.